Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed red light blinking of the dl coil. External parts were checked and is working fine. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements point to a possible device malfunction. However, to determine an exact root cause, device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user noticed red light blinking of the dl coil. External parts were checked and is working fine. The user has been re-implanted.